Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown nexgen rhk articular surface, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to instability. After removing the components, loosening was physically verified in hinge pin bushing, hinge post and in polyethylene box insert.

Manufacturer narrative:
Only the rhk hinge with bushing, poly box insert, hinge pin and extension post were returned. A dimensional analysis found the implants met specification where measured. A manual inspection finds they fit together as intended. A visual inspection finds slight wear on the implants, likely from use. Lots numbers were not provided therefore manufacturing records could not be reviewed these devices are used for treatment. Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is unknown if the hinge post extension was tightened to the required torque of 130 in-lb. Tightening of the taper is critical to securing the locking mechanism as it locks the hinge post extension into position. It is unknown if the tibial component was aligned directly under the femoral component when the hinge post extension was inserted. If malalignment is significant, bending forces may increase to the point where only a fraction of the tightening force is being exerted to the screw threads and taper. Rehabilitation protocol was stated to be followed. A definitive root cause cannot be determined with the information provided.